Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.